Event description:
It was reported that during a cardiac ablation procedure, one electrode showing a temperature spike outside the normal range during ablation, while no error messages appeared on the system. The catheter was replaced, but the issue remained. The case was completed. After the case, the patient was slow to wake from anesthesia and a stroke was suspected. Computed tomography and magnetic resonance imaging were performed, and stroke was ruled out. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0013044644 was returned and analyzed. No anomalies were identified during preliminary inspection of the catheter. During functional testing, the catheter was connected to a mapping system which terminated the delivery of ablation due to a temperature sensor fault. During deflection testing, pushing and pulling of the steering wings was possible without any anomalies. Tests for shorts and mapping identified an anomaly at electrode p2. During further inspection of the sphere, an open circuit/electrical intermittence was observed at electrode p2. In conclusion, the clinical issue of slow waking from anesthesia occurred following the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The catheter did not pass the returned product inspection due to an open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed. Two image files were returned from the field. The first image showed pulse field lesion 103 with temperature graph having spikes. The second image file showed lesion 89, 70, and 71 with temperature spikes, impedance graph is not clear from the pictures. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.